Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when placing the plug of a 6f exoseal, the lever for placing the "sponge" was blocked and the doctor was unable to place it. When the button was attempted to be depressed, it was difficult to depress but was able to be depressed fully. There was no reported patient injury. The user is trained to the device. The interventional procedure used a retrograde approach. The device was stored and prepped according to instructions for use (IFU).the femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel did not have stenosis greater than 50% at or near the puncture site. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, when placing the plug of a 6f exoseal, the lever for placing the "sponge" was blocked and the doctor was unable to place it. When the button was attempted to be depressed, it was difficult to depress but was able to be depressed fully. There was no reported patient injury. The user is trained to the device. The interventional procedure used a retrograde approach. The device was stored and prepped according to instructions for use (IFU).the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The vessel did not have stenosis greater than 50% at or near the puncture site. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button of the device was not depressed, the plug was presented on the delivery shaft, and exposed to residues of dry blood. The indicator window was received on white/black position and the cowling guard was found locked and the indicator wire was observed deployed. The bleed back port is set at its original position. Furthermore, a cordis procedure sheath was locked on the device and blood was noted in the procedure sheath; no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The deployment button was pushed down without any difficulty or resistance, fully depressing as intended. The deployment button functioned correctly, and the plug was successfully deployed. Dimensional analysis was not performed on the received device, as no issues were identified during the functional analysis. Since the functional analysis was successfully completed with no anomalies detected, dimensional analysis was considered unnecessary. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿deployment lever (button) actuation difficulty and vascular closure device (vcd) deployment difficulty unable ¿ was not observed through analysis of the returned device. The functional analysis was performed and the device deployed successfully, with full depression of the lever. The internal mechanism showed no anomalies. The device was received with the cowling/guard not locked. The device was received with the lever not depressed, which does not match the event reported, since it was reported that the button was able to be fully depressed. Without full depression of the lever, the plug cannot deploy. Based on the procedural information available and the analysis of the device, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.